Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable lithium results from the cobas c 503 analytical unit. On (B)(6) 2026, sample 1 had a result of 2.2 mmol/l. This result was deemed critical and was questioned by the patient's doctor. On (B)(6) 2026, sample 2 was drawn, and the result was <0.1 mmol/l with a data flag. The customer then repeated sample 1 with a result of <0.1 mmol/l with a data flag. This was the expected result. It was confirmed that the patient had taken lithium medication in the past, but had stopped taking the medication for the past several months prior to samples being drawn.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.